Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set disconnected and leaked. The medication was being infused from a plastic solution bag container, and a non-baxter pump was used. There was no report of patient injury or medical intervention associated with this event. No information is available.

Manufacturer narrative:
(B)(4). The end user indicated that the tubing was not fused to the connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.